Manufacturer narrative:
Correction: the complaint device was returned to the manufacturer for evaluation on 25apr2024. During the device failure analysis, it was confirmed that the hub of the flexible stiffener did not separate. The yellow rotating collar of the flexible stiffening hub had disconnected, but was able to be to reattached. Difficult removal of the stiffener is not believed to be a factor in the detachment of the yellow collar. This event is no longer considered reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. A detailed search of current reporting software has not indicated an event with this failure that had led to patient injury or harm. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event is not considered reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. See h10.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b - procode: additional product codes: gbo, lje g4 - PMA/510(k): k173035. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hub of the flexible stiffener from an ultrathane mac-loc locking loop multipurpose drainage set separated. The device was required for nephrostomy tube placement. The device was prepped on the back table by the technologist. During prep, the flexible stiffener was inserted into the catheter and was flushed with normal saline. The hub of the stiffener fell off when the user tried to detach the syringe. It was noted that no excessive force was exerted on the catheter. The procedure was successfully completed with a cook dawson mueller device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.